Manufacturer narrative:
Correction on initial report: d.4 & h.4. Additional information provided: d.10. The customer¿s report of the suspect syringe module infusing an incorrect amount of medication was not confirmed. Physical inspection of device noted the instrument seal intact. The lower left portion of front cover was observed damaged. There were no other observed significant anomalies. Review of the syringe module event logs shows an infusion of an unknown medication, programmed on (B)(6) 2019 at 12:28 am with a rate: 120ml/h and a vtbi of 36ml. The syringe programmed infusion completed at 12:46 am. The device was then channeled off by the user at 12:47 am. There were no obvious syringe module event log errors observed that would result in the reported event. Rate accuracy testing found the device passing plunger force accuracy, barrel clamp accuracy test, and plunger position accuracy. The root cause of the customer¿s report of the sm (syringe module) infusing the incorrect amount of medication was not identified.

Event description:
It was reported that the device infused incorrect amount of medication. There was no harm to patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device infused incorrect amount. There was no harm to patient.